Event description:
It was reported that, on or about (B)(6) 2009, a sparc sling was implanted to treat the plaintiff for her pelvic organ prolapse and/or stress urinary incontinence. It was alleged by the plaintiff's attorney that as a result of having the mesh implanted, the plaintiff has "experienced significant mental and physical pain and suffering, have sustained permanent injury, have undergone medical treatment and will likely undergo further medical treatment and procedures." It was also alleged that the plaintiff has undergone extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.